Event description:
It was reported that during an unknown procedure, the re-usable clip applier was used with the (B)(4) clips. Post operative, the clips slipped off the branches of the inferior mesenteric artery. The patient had to be re-opened and subsequently admitted to the ICU. The patient has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Complaint reviewed with ees (B)(4). Additional questions were provided to the affiliate. Conference call took place with (B)(4): the sales rep indicated this clip applier is the only one at this account. The account continued to use the re-usable clip applier until another incident ((B)(4)) took place involving this device. The affiliate managed to speak to the surgeon and he provided the following information: "the patient presented with complications within 2 hours postoperatively and they could immediately re-operate the patient as he was still under observation in the coronary care unit. Patient has recovered well. He is a (B)(6) male." At this time, the account will not return the device for evaluation, but will return sterile clips from the same lot that was used in this event.

Manufacturer narrative:
(B)(4). Additional information: the account agreed to send the device back for analysis as long as it could be returned upon completion of our investigation. The device has been sent back to the customer. The analysis results of the device found that it was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality with sixteen of the cartridges returned from the customer; lot numbers g4t761 and g4td9h. Please note lot # g4t761 is from the same lot that was used during the incident. Upon testing, the device loaded, retained and formed the clips according to manufacturing specifications; the formed clips were evaluated using a dropping gauge and no anomalies were noted. The remaining sixteen cartridges from lot numbers g4t761 and g4td9h were analyzed using a test device, the test device loaded, retained and formed the clips according to manufacturing specifications; the formed clips were evaluated using a dropping gauge and no anomalies were noted. It could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.